Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h6 and h11 the complaint for device interaction with conduction system was confirmed with objective evidence via the imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that patient conditions (bradycardia prior to insertion of the device), effect of anesthesia, and tsp location may have contributed to the reported event. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event were identified.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where two devices were implanted. The patient did not have pre-existing arrythmia, but the patient had bradycardia before the procedure started and she had been put under general anesthesia. The heart frequency was around 40 and the lv (left ventricular) function was 58%. After insertion of the first ace into the la (left atrium) and closing it, and then advancing the whole system to get more lateral, the patient had something that was first described as asystole. The heart stopped beating but started to beat very soon after it was compressed by very short one-handed chest pressure. Then it beat again but as it was wanted to proceed to open the implant in the la, the heart stopped again. There was no contact of the implant to anything. When this occurred, the device was in free room in the left atrium. There were also no air bubbles visible or other hints that it could be air embolism related. This was later described as sinus arrest. The patient received a temporary pacemaker, and the procedure could be finished successfully.